Event description:
Boston scientific crm received info that this patient had not been feeling well and it was reported that this left ventricular (lv) lead had failed and the patient would be going back to surgery soon to have the problem corrected. Add'l info was received from the patient stating that his physician determined this lv lead was not connected. The device setscrews were tightened and the patient was feeling better until a few months ago. The patient has since moved from florida to illinois and a new physician stated that again, this lv lead was not connected. It could not be confirmed if this meant the lead was not fully connected to the associated pacemaker or if the lead was not connected to the cardiac tissue. The patient was referred to an electrophysiologist and a lead revision was performed. Failure to capture was noted prior to the procedure and the lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Eval, results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.